Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow-up check, the programmer displayed an incorrect threshold value on the device measurement screen when the auto decrements threshold test was completed. The manual threshold test was attempted three times, however, an incorrect threshold value was observed at each attempt. It was noted the "display failure" was a result of a "software bug" and an update to the programmer software will be scheduled. The programmer remains in use. The patient is a participant in the micra transcatheter pacing study. No patient complications have been reported as a result of this event.